Event description:
The pt's daughter-in-law stated that the pt had not tested his blood glucose in over a year. When tested recently on his surestep meter, the meter prompted er1. Blood tests performed on non-diabetic individuals yielded results that were acceptable. It was reported that the pt was treated at a medical facility, however, type of treatment is unk.